Manufacturer narrative:
The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was also received with the end cap broken off and missing, end cap address label missing, partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen and battery cap was lost. The insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.